Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 500 mg/dl, bloused, and it was less than 40 mg/dl, 2-3 days. The customer offered troubleshooting, they did not troubleshoot, stated that it was insulin pump malfunction, did not need to troubleshoot. The insulin pump will not be returned for analysis.